Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the faulty board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was received and evaluated at rrc (regional repair center ) (B)(4). Device evaluation confirmed the customer phenomenon. After starting up the device, alarm signal was emitted, and no panel indicators light was available due to the failure of the cr board. Additionally, it was also noticed that the alarm generated during testing indicated a decrease in the remaining amount of co2 in the cylinder. This product was sold in march 2013 and has never been repaired before. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device in alarm. The issue found during an unknown event. There was no patient involvement associated on this reported event. No user injury was reported. Device evaluation found faulty cr board (control/ pressure sensor/pressure sensor circuit).